Event description:
The customer reported that after reprocessing their olympus hd camera head, black debris was found. However no abnormalities were noted in the appearance of the device or the images produced. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet begun and the investigation is on-going. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, black debris was confirmed. Since there is no abnormality in the appearance of the device, it is presumed that black debris from other products adhered due to sterility, disinfection, insufficient rinsing of cleaning, etc., instead of debris from the device. However, the definitive root cause of the reported issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "inadequate or incomplete reprocessing or improper storage can cause infection, equipment damage, and loss of functionality." Olympus will continue to monitor field performance for this device.